Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported problems with the spo2 sensor connector and general control, sometimes detects untrusted values. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm when alarm limits were breached. The unit was determined to be functioning as designed.

Event description:
The customer reported problems with the spo2 sensor connector and general control, sometimes detects untrusted values. No patient impact or consequences were reported.